Event description:
It was reported that the right ventricular (rv) lead exhibited varying impedances and noise. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, that the impedance trend on the rv (right ventricular) pacing lead was variable, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Max vpace impedance rises from an approx. Baseline of 450 ohm and varies between 494 and 2812 ohm between the weeks ending (B)(6) 2013. 11252 of 11127 lifetime v-sic occur since (B)(6) 2013. 13 nst (non-sustained tachycardia) and 3 vf (ventricular fibrillation) episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.